Event description:
During use for a cardiopulmonary bypass procedure, the roller pump would intermittently stop. The pump had to be shut down and powered back up in order to restart it. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.